Manufacturer narrative:
(B)(4). Device is a combination product. A promus element, mr, ous 2.50 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent found damage to proximal stent with stent struts lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on22feb2019. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. A 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was safely and completely removed and the procedure was completed. No patient complications were reported and the patient was fine. However, returned device analysis revealed proximal stent damage.